Manufacturer narrative:
Batch review performed on 17 march 2025. (B)(4) items manufactured and released on 30-mar-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs manager: less than 3 years after primary cemented tka in an apparently severe valgus knee, the implants are mobilized and at revision surgery the insert is found worn with sign of metal-on-metal rubbing. In the one picture supplied, of very low quality, the tibia appears to be detached from the bone, and the joint line seems to be strongly inclined - but with a short length xray, no preop images, no contralateral, the relevance of this observation cannot be guaranteed. It is possible that the early loosening and the bad articulation are related to a wrong orientation, but more information is needed to assess this point. Additional implants also revised: gmk-sphere 02.12.0410crl tibial insert fixed sphere cr size 4/10 mm l (k181635) lot. 2112397 batch review performed on 17 march 2025. (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0005l femoral component sphere cemented size (k121416) 5 l lot 2116063 batch review performed on 17 march 2025. (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 years 9 months from the primary, the patient came in reporting pain. The implants are mobilized and upon revising, the patient showed signs of metallosis and a worn poly. The surgeon revised all components to competitor components. From the x-rays analysis, the tibia appears to be detached from the bone, and the joint line seems to be strongly inclined.